Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm or give any indication that an event was occurring when the patient went into asystolic heart rhythm. The bme stated that the patient was connected to a telemetry transmitter at the same time. No patient harm was reported. The bme will send the logs for the patient event for review by nihon kohden.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm or give any indication that an event was occurring when the patient went into asystolic heart rhythm. The bme stated that the patient was connected to a telemetry transmitter at the same time. No patient harm was reported. The bme will send the logs for the patient event for review by nihon kohden. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: telemetry tranmitter: model #: zm-930, serial #: ni.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm or give any indication that an event was occurring when the patient went into asystole. The patient was connected to a telemetry transmitter that was monitored at the cns. No patient harm or injury was reported. Investigation summary: the report of the missed asystole alarm at the cns could not be confirmed as the customer did not provide the correct event logs from the cns for analysis. The logs provided did not contain data relating to the reported event as the logs were for a different date prior to the event. As such, a root cause cannot be determined. Alarms for patient monitoring devices are controlled by alarm settings. Should these settings not be configured correctly, alarms may not emit when a patient event occurs. Additionally, improper placement of sensors and leads may result in inaccurate values which may prevent the alarm from emitting properly. Human factors can be related to alarm fatigue and inadvertent silencing of the alarm. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints relating to missed alarms. The following fields contains no information (ni), as attempt to obtain the information were made, but not provided. Attempt #1 05/23/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 06/10/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 06/15/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: telemetry tranmitter: model #: zm-930. Serial #: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm or give any indication that an event was occurring when the patient went into asystole. The patient was connected to a telemetry transmitter that was monitored at the cns. No patient harm was reported.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621ra. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report g6 type of report h2 if follow up, what type?

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm or give any indication that an event was occurring when the patient went into asystole. The patient was connected to a telemetry transmitter that was monitored at the cns. No patient harm was reported.